Manufacturer narrative:
A2 date of birth: (B)(6) 1968. The k electrode lot number is gex. The expiration date is 30-jan-2027. The calibration was acceptable. The qc was not acceptable. The field service representative found that the dilution nozzle was bent inward. He adjusted the dilution nozzle and verified the water pump pressure. He performed cleanings, reagent purges, and acceptable checks and tests. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable potassium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial k result was 2.3 mmol/l, and the repeated result was 4.6 mmol/l. The repeated result was believed to be correct because it matched the patient's clinical history. The sample was repeated because other results had data flags.